Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call of issues with high blood glucose levels and no delivery alarms. The customer's blood glucose level at the time of incident was 411mg/dl. The customer states they treated with pump and manual injections. The customer states they had changed out their infusion set 6 times. Troubleshoot was unable to be completed. The customer did not have extra set to change with due to being at work. The customer was advised to monitor their device and blood glucose levels. The customer was advised to call back if issues persist.